Manufacturer narrative:
This product was being used for treatment, not diagnosis. Alcon stated to medtronic that the product in question will not be returned for analysis. Without a product analysis, it cannot be determined if the cautery met product specification. The patient's current or long term prognosis was not released to medtronic. The only conclusion is that the patient received a burn to the tip of middle finger on the right hand. (B) (6). The available information indicates the event date was on or before (B) (6) 2010. The two event descriptions provided were as follows: during diathermy on a wart on a patient's finger, the tip of the optemp caught fire and plastic dripped onto the pt's finger causing a burn. Remove a small lesion from a pt's finger, the plastic from around the cautery tip melted and fell onto standard surgical gauze under the patient's finger and caused the gauze to catch fire and burn 30% of the tip of the patient's finger." Alcon manufacturing was questioned "what preparation agents were used?" And the reply was only that "no alcohol preparations were used". IFU statements; fire warning: heat generated by the tip can ignite flammable materials. Do not use in the presence of flammable materials such as facial hair, preparation agents, alcohol vapors, drapes, or gowns. Use of the device in an oxygen enriched atmosphere (e.g. Anesthesia) above 21% oxygen concentration can cause fuel sources to ignite, resulting in patient injury. Proper surgical technique, such as the application of water-based lubricant to facial hair near the surgical site of electrocautery use, must be followed to prevent potential patient injury. A review of the available complaint history indicates that there are no similar reports for this product family. No anomalies or non-conformances were found in the manufacturing records for this lot. (B) (4) product "alcon optemp ii high temperature sterile disposable cautery". (B) (4)

Event description:
During a diathermy on a wart, the patient received a burn on the right middle finger.